Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of scratches on intraocular lenses (iols). Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. A photo was provided of the patient¿s eye. There appeared to be a long, narrow scratch across the anterior surface of the lens. The haptics were not visible. The orientation of the scratch cannot be determined from the photo. Similar damage to the anterior surface of the optic is typically caused by an instrument used to grasp the lens. If the lens is loaded properly, the anterior surface of the lens does not contact the inner lumen of the cartridge. Damage can also occur to the anterior surface if there is a plunger override. No determination can be made from the photo. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified cartridge was indicated. The current company lens model is only qualified or use in the company cartridges. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the reported damage may be related to a failure to follow the instructions for use (IFU). The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge. With ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).